Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results with two different mobile meters, within 10 minutes: 17.3 mmol/l (system 1) and 5.5 mmol/l (system 2). No adverse event reported. The same test strip cassette was used for both meter's and results. Return of the suspect device was requested for evaluation